Event description:
The rptr stated that the pt was having sclerotherapy to treat an upper gi bleed. The needle was not responding to the in and out command, therefore, the physician could not tell whether or not the medication was being injected. Twelve other needles were checked and found to be defective.